Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (cannot communicate with a monitor) was confirmed. As received, the electrode belt did not communicate with a monitor and failed incoming testing. Upon evaluation, the trunk cable was cut, severing the green (+3.3v) wire. The cause of the inability to communicate was the severed wire. The root cause of the severed wire cannot be positively identified. No adverse event resulted from the damaged belt.